Event description:
It was reported that the device had air in line issue. Unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: there was no patient involvement. The issue was discovered during testing. D9: (B)(6) 2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the air in line detector was worn and defective, and the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The dso seal and air in line detector were both replaced. The device then passed all testing.